Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. All system parameters including access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, although a pre-analytical sample issue may have contributed to this event, however; it cannot be conclusively proven based on the information provided; therefore, a definitive cause of the reported imprecise access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated and imprecise troponin I (access accutni+3) result involving the unicel dxi 600 access immunoassay system serial number (s/n) (B)(4) for one (1) patient. Subsequent repeat analysis of the same sample on the customer's alternate unicel dxi 800 access immunoassay system serial number (s/n) (B)(4) generated a result of 0.53 ng/ml which is again above the reference range for the assay. The sample was reanalyzed on the original unicel dxi 600 access immunoassay system dxi s/n (B)(4) and a result at 0.37 ng/ml was generated. The sample was again reanalyzed on the alternate unicel dxi 800 access immunoassay s/n (B)(4) and a result of 1.23 ng/ml was generated. The sample was reanalyzed again on the alternate unicel dxi 800 access immunoassay s/n (B)(4) and a result of 0.32 ng/ml was generated. The sample was reanalyzed again on the original unicel dxi 600 access immunoassay s/n (B)(4) and a result of 0.10 ng/ml was generated. It is worth noting that all results generated with this sample were outside the customer's normal reference range for the access accutni+3. The initial repeat for access accutni+3 result of 0.53 ng/ml was reported outside the laboratory. There was no report of impact or change to patient care or treatment. System parameters, including quality control and calibration were within assay and instrument specifications. No hardware errors or other assay issues were reported in conjunction with this event. The sample was collected in a becton dickinson lithium heparin tube. The sample was confirmed to have been centrifuged at the maximum automation speed for the maximum time allowed. Specific centrifugation times and speeds were not provided. Customer reported that the sample did not appear hemolyzed or contain fibrin. However; the customer stated that the sample appeared to be of a thicker consistency or more viscous than expected.